Event description:
Information was received form an from an international distributor that their customer reported the ventilator exhibited an odor of smoke. The ventilator was not in use on a patient therefore there was no reported patient harm. The international distributor's service technician verified the reported prblem. The service technician reported the ventilator would not power on upon service evaluation. The service technician replaced the power supply to correct the problem. The power supply has been retained by the customer despite request from the manfacturer, and therefore will not be returned to the manufacturer for failure analysis.